Manufacturer narrative:
The devices were received. Investigation is not complete.

Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal to the in-line filters. The reported events occurred during priming and initial use of the sets. It was reported that the tubing sets were manually primed per facility protocol. It was noted that from the ribbed side of the filters, air bubbles were observed and were reported to "get bigger and bigger." On the opposite side of the filters, it was noted that the filters almost fill up and then they empty out and the "filters start crumpling." There were no reports of any patients receiving air through the tubing. The sets were purged of air and the therapies were continued. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.